Event description:
The customer, a biomedical engineer, contacted physio-control to report that when testing their device, it would not detect that a quik-combo therapy cable was attached. As a result, the device would not have defibrillate, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control later confirmed from the biomedical engineer that the cause of the reported failure was the therapy connector. The biomed advised that they replaced the therapy connector and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.